Manufacturer narrative:
The customer was provided replacement foam tips. Natus instructions include selecting the appropriate size ear tip for the patient, as well as instructions not to pinch the foam while attaching the ear tip onto the nozzle and to use larger size foam tips for insertion into the ear canal when necessary. Instructions also state not to pull on the foam when removing the foam ear tips and caution that users may end up pulling the foam off the clear tube while the tube remains on the nozzle. Users are also instructed to remove, discard and replace probe tips before each test. Natus is investigating this issue through corrective actions at this time.

Event description:
The customer reported to natus medical that the foam tips of the pediatric foam ear tips are sliding off of the inner plastic tubing. There has been no report of patient death, injury or delay in patient treatment. No environmental or safety concerns have also been reported.